Manufacturer narrative:
Complaint sample was not returned for evaluation as the lens was discarded. A lot number has been requested, but not received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported to their sales representative that an employee in one of their satellite offices developed a fungal infection after wearing a daily disposable lens. The employee was contacted and reported that they began wearing the lenses two days prior to the onset of symptoms and that they change their contacts twice a day. Employee reported that on (B)(6) 2018 they experienced an onset of right eye discomfort after initiating wear of the new soft contact lens brand. Consequently, the employee removed the lens. Employee has not since resumed lens wear. The employee self-treated with proparacaine (anesthetic) prior to being seen by her optometrist. Communication with the optometrist established that the patient visited the office on (B)(6) 2018 with right eye redness and discharge. The patient was diagnosed with superficial punctate keratitis and prescribed maxitrol (steroid/antibiotic combination) to be used every two hours for two days and then four times a day for three days. Optometrist also commented that he had shared with the patient that self-treating with the anesthetic may have hindered eye healing. Employee went on to report that the day following her visit with the optometrist, she awoke in pain with right eye light sensitivity, eyelid swelling, and eye mucus. Eye redness, irritation, and blurred vision were also present. This prompted a visit to an urgent care center that same day ((B)(6) 2018). Here the patient was administered two drops of tetracaine ophthalmic drops in the right eye, at which point the symptoms resolved. After the initial exam, the physician assistant located a large right eye central corneal abrasion. No foreign bodies were noted. No apparent ulcerations prior to staining. Fluorescein stain was placed into the eye and there was immediate uptake and evidence of a large central corneal abrasion, no ulcerations. The patient was instructed to discontinue the topical ophthalmic steroid and to begin utilizing erythromycin (antibiotic) four times a day or more for five days. She was also instructed to wear sunglasses, employ ibuprofen as needed, and to follow-up with her ophthalmologist. The next day, (B)(6) 2018, the employee followed-up with a doctor in the office where she works. It was reported that at this time a 7 mm right eye central corneal abrasion was viewed, which the doctor was reported to have commented had already partially healed. It was also stated that at this time a corneal infection and inflammation were also present. The employee reported that cultures were taken on (B)(6) 2018 and reportedly showed acanthamoeba; however, this was not confirmed by any of the other healthcare providers¿ offices contacted. The employee was referred to a fourth doctor, a corneal specialist. On (B)(6) 2018 the employee visited the corneal specialist. A representative of that office reported in a phone conversation that the patient was diagnosed with a corneal abrasion and fungal keratitis, that there was a positive culture for staph and that topical steroids and antibiotics were prescribed. A subsequent written report from the specialist¿s office confirmed the date of the visit but indicated there were no cultures. The written report stated that on the date of her visit the patient presented with right eye bulbar injection, conjunctivitis, corneal edema, corneal staining, and central corneal infiltrates. Practitioner reported that the patient had an infectious corneal ulcer in the central 6 mm of the right cornea. Patient was diagnosed with a right eye corneal ulcer. Patient was prescribed ofloxacin (topical antibiotic), neomycin (topical antibiotic), oral ketoconazole (antifungal), norco (narcotic for pain) and natamycin (antifungal). Patient was instructed to use the neomycin for one month and the ketoconazole for two months. Employee has returned to work. Provider opined that contact lens wear is the likely cause of the event. The specialist¿s written report indicates that the event was ongoing as of (B)(6) 2018 - although the patient had not been back to the specialist¿s office. Practitioner also reported that the event resulted in permanent loss of vision. The details of this event are difficult to discern due to the number of different care givers involved. The impact of the employee self-medicating, and the delay of nine days between the referral to the corneal specialist and eventual evaluation and aggressive treatment, are unknown. Despite the lack of clarity in the details and the disjointed care, the preponderance of evidence suggests that the employee developed a fungal keratitis that resulted in loss of vision.